Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the procedure, complete heart block (chb) was observed.

Event description:
Additional information was received that the second valve was post dilated due to a moderate leak being present on the final angiographic check. The initial valve was implanted in the native annulus. The cuspal overlap technique was used. The training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the guidewire was retracted into the nose cone, but it was not perfectly centered. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was that the nose cone caught on the valve at the inflow portion. Per the physician, the valve being severely calcified also may have contributed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a pre-implant balloon aortic valvuloplasty (bav) with a 22 mm semi-compliant balloon was performed. The valve was deployed at a depth of 4 mm and appeared constrained despite the prior bav. A post-implant bav was planned; however, presumably during withdrawal of the delivery catheter system nose cone, the valve dislodged. The valve was subsequently snared in the ascending aorta. A second medtronic valve was then successfully implanted and post-dilated using a 23 mm balloon.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx plus valve; product ID: evfxplus-26; serial: (B)(6); UDI: (B)(4); manufactured date: 2026-01-19; use by date: 2028-01-19; implant date: (B)(6) 2026; FDA site ID: 9617601. Other medical products in use during the event include: medtronic product ID: l-evolutfx-2329; lot: 0013291804; product type: 0195-heart valves; implant date: na; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted the same day as the valve implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.